Event description:
A report was received via social media that the patients stimulator never worked and was having high impedances. It was also reported that the cables broke which caused pain and spasms. The patient underwent a lead and ipg explant procedure. No further information could be obtained.